Manufacturer narrative:
Being investigated. The device history records (DHR) were reviewed as required. All mfg and quality assurance testing was carried out in accordance with applicable quality procedures. The production batch record for this product shows that it was released in accordance with all governing qa/qc procedures prior to distribution. (B) (4).

Event description:
As reported on a voluntary medwatch report: on (B) (6) 2009, pt underwent replacement of aortic root with 27 (B) (4) free-style bioprosthesis and replacement of ascending aorta with proximal arch reconstruction utilizing hypothermic circulatory arrest employing a no. 28 hemashield graft and bypass of the distal right coronary artery. Pt was admitted on (B) (6) 2009 with fever, tachycardia and atrial flutter and expired on (B) (6) 2009. Cause of death (per autopsy) was involvement of prosthetic aortic valve, aortic valve vegetations with involvement of aspegillus ad microemboli with aspergillus in coronary artery. Addendum: MFR of heart valve (B) (4). It was reported that the autopsy report will not be available to the MFR due to (B) (4) law. Add'l info received on 01/05/2010: this event was also reported to (B) (4) by the user facility.